Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately ten days post implant they have experienced "shortness of breath, fatigue and it's worse than before". The patient reported they are on a "heavy dose" of antibiotics. It was further reported by the physician that patient was diagnosed with pneumothorax after the implant procedure, which resulted in an infection. The device remains in use. No further patient complications have been reported as a result of this event.